Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(6).

Event description:
It was reported the pump was empty. The patient had never been able to find a managing physician. The patient could not hear an alarm as of (B)(6) 2012. The patient had an appointment on (B)(6) 2012 to have the pump checked to determine if it was operational. It was noted, the patient had toe drop and fell again and ¿ripped the whole side of [her] face off¿ getting rug burn. It was hard for the patient to get up. The pump was no longer alarming as of (B)(6) 2012.